Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check electrodes, no audio, abnormal shutdowns) was confirmed. As received, the monitor failed incoming functional testing and lacked audio. Upon evaluation, the u1003 pld component was thermally damaged and the 1.8v and 3.3v power supplies were shorted. The cause of the check electrode prompts, lack of audio, and abnormal shutdowns is the defective damaged pld component and shorted power supplies. The root cause of the defective pld and shorted power supplies cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was prompting to check electrodes, had no audio, and was producing multiple abnormal shutdowns.